Manufacturer narrative:
(B)(4).results of investigation: carefusion was unable to duplicate the reported issue. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 113 hours of extended tests at the customer's settings. The ventilator passed the initial final test and the initial alarm volume test.

Event description:
The customer reported that the unit was intermittently giving breaths on a patient in bi-pap mode. The patient was being transported from the hospital to a nursing home and became hypoxic during this event. The patient was bagged and the ventilator was swapped out and sent to biomed for testing. Their biomed department was unable to duplicate the reported issue, but the customer wanted to have the ventilator evaluated as a precaution.